Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the symptoms were reported by the patient¿s mother. After which, the dose was decreased by 5%. The symptoms persisted, so the patient was admitted to the hospital. The hcp stated the symptoms were not felt to be related to pump issues. There was not a confirmed overdose. It was unknown at that time what caused the issue. The patient remained in-patient. The hcp stated again there was no pump issue. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2018-jan-12 from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained [4000 mcg/ml] at a dose of 3601.3 mcg/day and dilaudid [4 mg/ml] at a dose of ¿3601.3 mg/day¿. It was reported the patient had her dose increased 5% on (B)(6) 2018 because she was having more pain. The hcp stated the patient¿s mother called reporting that the patient was feeling very drowsy and was going in and out. The hcp stated the patient was a paraplegic and needed to be transported 1 hour to get her refills. The hcp asked if the patient could be seen at a local emergency room (ER) to have her pump adjusted. The change in therapy/symptoms was considered sudden. The hcp stated that she was going to try and contact another hcp at the hospital where the patient would go before they decided to transport the patient there. Additional information received on 2018-jan-14 from another hcp called regarding a lumbar puncture (lp) procedure for testing. The hcp reported the patient was in the intensive care unit (ICU) under evaluation. The hcp would like the pump stopped. The hcp did not have access to a programmer and was told the day before that no one was available to help program the pump off. No further patient complications were reported.